Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and it was observed that the device is approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.64v approximately 40 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and it was observed that the device is approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.64v approximately 40 months after implant. Device evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.